Manufacturer narrative:
Correction: additional information: the device was manufactured between october 09, 2018 - october 14, 2018. Two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a spike port cap leak from the spike port of both samples was observed. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified location. This event occurred before use of the device. There was no patient involvement. No additional information is available.